Event description:
It was reported the customer had a no delivery alarm during a bolus delivery. Customer's blood glucose was 475 mg/dl. The customer treated their high blood glucose with a manual injection. It was found the customer's cannula was crimped upon removal of their infusion set. The customer also stated their no delivery alarm was resolved by a complete set change. Customer's infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.